Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
It was reported that during a rotator cuff shoulder arthroscopy surgery the needle of the device broke off intraoperatively in the patient. All broken parts were retrieved from the patient. According to the surgeon no harm for patient, operator or third party occurred. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Complaint confirmed. Visual inspection identified that the needle had broken at the suture notch. Device testing could not be performed, due to the damaged of the device. The width was assessed and found to meet design specifications. The cause of this event is undetermined; however, the observed condition is likely the result of passing the needle through challenging tissue (thick or calcified) or by hitting bone.